Event description:
Contact reported a nondelivery. During testing at the homecare facility, there was no measurable volume delivered by the pump. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional info was provided.